Event description:
This incident was received via distributor, (B)(4), as reported to them by the end user, limited information has been made available. The patient reported unspecified corneal damage which they attributed to wearing contact lenses which the user indicates were larger in size (diameter) than they should have been. Good faith efforts have been made obtain more information without success. As of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the unknown nature or severity of the incident with a lack of medical information, and potential for permanent injury. Should further information become available, a follow-up report will be submitted as appropriate. This it is unknown if this incident involves both right and left eye and patient was wearing a different device in each eye. Please refer to linked manufacturer report (B)(4), 9614392-2023-00023 for second associated incident report.

Manufacturer narrative:
(See h3) no product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable. This it is unknown if this incident involves both right and left eye and patient was wearing a different device in each eye. Please refer to linked manufacturer report (B)(4), 9614392-2023-00023 for second associated incident report.